Event description:
It was reported that during an unknown procedure, the user complained that the articulation joint did not work properly. Another device was thus used to carry out the case. No adverse patient consequences.

Manufacturer narrative:
Date sent: 12/15/2008. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the right articulated positions; when fire the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.